Manufacturer narrative:
Dc bead loaded with irinotecan was used in the treatment of this patient. The equivalent product lc bead is available in the USA, but it is not indicated for use with drugs. The device has not been sent to the MFR for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/ deficiency has been identified. The investigation (complaint risk review) conducted as part of this complaint investigation concluded the incidence of non-target embolization is expected and documented within the product risk analyses and ifus. Pancreatitis is not documented in the IFU, however it is often a symptom of non-target embolization following the tace procedure and therefore, falls under the more general term. Biocompatibles medical review concluded that the patient developed pancreatitis after debiri and the patient was hospitalized, required drainage and was administered with intravenous antibiotics; therefore this event was assessed as reportable. From the rca exercise a definitive root cause cannot be identified and no areas were highlighted as areas for improvements as a result of insufficient information. No corrective and preventative actions have been identified. A review of all complaints of this type relating to dc/lc bead between 2004 and (B)(6) 2013 was carried out; a total of 3 complaints have been reported to biocompatibles/ btg. This is the final report for this complaint.

Event description:
A report was received from a (B)(6) radiologist regarding a patient (patient details unknown) with an unknown indication had treatment with debiri (dc bead with irinotecan) and experienced acute pancreatitis. The patient was treated using a port catheter which was surgically placed with the tip of the catheter in the gde. During the procedure, the radiologist observed the back flow of dc beads into the pancreatic artery. Radiologist stopped the injection. The patient was diagnosed with grade 3-4 pancreatitis which required hospitalization. The patient had drainage and intravenous antibiotics and the patient completely recovered within 2 months. CT scan showed good tumor response. No further information received from the radiologist. This complaint was initially reported to btg/ biocompatibles on (B)(6) 2012 as customer feedback but was assessed as non-reportable. Following an internal review of the 2012 customer feedback files on (B)(6) 2013, the complaint was deemed reportable. No device failure, trend in a type of incident or unexpected risk to patient or users health has been identified therefore no field safety corrective action or product recall is required. No additional risk to patient or users outside those expected for the device has been identified relating to this complaint.